Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic ventral hernia repair. According to the reporter: cross reference (B)(4). In an article titled "long-term durability and comfort of laparoscopic ventral hernia repair" by sense k.c., lim d. C. L. Brandt j, published in the journal of the society of laparoendoscopic surgeons, 16 (3) (pp 380-386), 2012, july 2012, it is reported that in a study of retrospective reviews of a 42-month f/u of 225 cases of lvhr, the protack device was used to further secure the mesh to the anterior abdominal wall in 128 of these cases. The pt suffered a delayed intestinal perforation at the site of one of the metal tacks used to secure the mesh. The exposed tacks were likely due to incomplete tissue purchase. The pt experienced a significant postoperative ileus and had distended bowel that lead to direct contact with the sharp metallic tacks. In both cases, a laparotomy was performed and a washout and enterotomy repair or resection was performed.